Event description:
The pt had reported in 2007, that they had experienced symptoms of tingling shocks, and pain at the pulse generator implant site. There had been a lack of therapy benefit, she had not felt well (specific symptoms were not provided). The pt had been advised to report symptoms to the hcp. The representative indicated that reduced therapy benefit was detected for six months prior to product replacement; the voltage parameter had been increased (reprogramming dates were not given), in order to maintain stimulation benefit. The product info report had indicated extension breakage (a detailed description was not provided); however, telemetry readings at explant had shown no anomaly detected. Impedance values obtained for all electrode combinations from the right and lift-sided electrodes were <1600 ohms, at 1.5 v, 210 us, 30 hz, prior to return of the pulse generator and extension devices for analysis. The pt had recovered without sequela. Additional info has been requested from the physician.

Manufacturer narrative:
Results of visual exam show damage was detected in the outer insulation material of the device; the breached depression extended through the #2 conductor wire and was located 41.7 cm, from the distal end. Cosmetic cuts were also seen in the molded rubber at the distal end, as received. Findings from product functional exam had shown acceptable electrical continuity; no shorts were detected between the circuits (dry test).